Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Primary procedure, right hip. It was reported that during impaction, the handle broke approximately 1 inch forward of the impaction surface. Nothing fell into the patient and all pieces were removed. A second instrument was used to complete the procedure successfully with a delay of approximately 2 to 5 minutes.